Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded. (B)(4).

Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a pre-fill syringe. Per the (B)(4) report, the customer reports the pt had a stem cell transplant. The pt received affected medication, a quantity of 30 each. The pt presented with neutropenic fever, to the cancer clinic, which prompted the pt to be admitted to the hospital. Blood cultures were positive for b. Fragillis growth and the pt was treated with IV abx x 14 days in the hospital. The pt was discharged from the hospital. The clinical liaison notified that the pt had tested blood culture positive and had been inpatient for 2 weeks for neutropenic fever. The dose: 5ml IV qd per lumen. Diagnosis for use: central line maintenance.